Manufacturer narrative:
The accudrain (ins8401) with anti-reflux valve was not returned for evaluation and no photos showing the reported conditions were provided. Device history record (DHR) review - lot number information was provided; therefore, the DHR was reviewed and met all in-process inspections and testing requirements as specified, including a leak test performed to each manufactured unit. The leak test is performed using a calibrated instrument that measures pressure decay in a specified amount of time. Failure analysis - based on the information provided, even though the external drainage system (accudrain) was reported in the medwatch report, the description states that the pin hole was in the ¿lumbar drain¿ tubing which may be referring to the catheter itself. Potential root cause - a root cause determination is not possible at this moment since the unit was not returned and no photos were made available for evaluation. However, since each unit is tested for leaks, a possible cause found in the device fmea is that the tubing or component was broken during shipping. No corrective and preventive action (CAPA) has been issued related to the reported condition in the last two (2) years, and no CAPA escalation or additional actions are deemed necessary at this moment. No complaint trend signal has been identified for the reported condition. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report# (mw5177375) has been received with the following information: "pt had an integra lumbar drain placed on (B)(6) 2025. On (B)(6) 2025, the lumbar drain was noted to beleaking. Upon further inspection, the lumbar drain had a pin hole in the tubing. The lumbar drain was removed." Additional information has been requested.